Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device brand name = pipeline flex w/shield technology, model # = ped2-400-35 as. The device was received in a condition was contradictory to the complaint description. The pipeline flex device pushwire found broken. This condition was not reported at time of the event. As received, the pipeline flex with shield pushwire was returned for analysis with non-medtronic catheter. No bends or kinks were found with the pushwire. The distal hypotube was found stretched, with the ptfe shrink tubing still intact, and separated proximal to the bumper. In addition, the pushwire was found detached at the distal hypotube weld (solder joint). The distal segment of the pipeline flex pusher (resheathing pad/marker, braid, ptfe sleeves, distal marker, and tip coil) were found detached. No damages were found with the catheter hub; however, what appears to be the remaining portion of the stretched and separated distal hypotube was visible within the catheter hub. No bends or kinks were found with the catheter body. No damages were found with the catheter distal marker/tip. The catheter was the dissected (cut) and the separated distal hypotube was removed from within the catheter hub. In addition, the pipeline flex braid and distal segment of the pipeline flex pushwire were found within the catheter and removed for further evaluation. The re-sheathing marker and pad were found detached from the pipeline flex distal segment. The tip coil was found damaged. The detached re-sheathing pad and proximal pad restraint were found within the braid proximal end. The pipeline flex braid ends were found in good condition. No other anomalies were observed. The ends of the detached pushwire and the separated hypotube were sent out for sem (scanning electron micrographic) / eds (energy dispersive spectroscopy) elemental analysis. The elemental analysis of the detached pushwire end shows elevated tin (sn), chlorine (cl), iron (fe), chromium (cr), nickel (ni), and oxygen (o) peaks were detected on the wire surface. Regarding the separated hypotube, elevated oxygen (o), sulfur (s), and chloride (cl) peaks were detected on the fracture surface. The entire fracture surface exhibited corrosion damage that obscured the original fracture features. There were no discernable fractographic features on the surface that would indicate the failure mode. Based on the device analysis, the damages seen with the pipeline flex pushwire (hypotube stretching, separation, and detachment); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance the pipeline flex through the catheter against resistance. It is likely the patient¿s ¿severe¿ vessel tortuosity contributed to the event. However, the cause for the resistance could not be determined. Regarding the solder joint separation issue, in addition to excessive force, separation can occur due to inadequate solder/tinning. As the analysis showed presence of soldering material (tin); thereby indicating that the soldering was conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that pipeline flex with shield device stuck inside the non-medtronic catheter. The patient was undergoing embolization treatment for unruptured fusiform aneurysm measuring 25mm x 15mm located in the right internal carotid artery (ica) / c7. The distal and proximal landing zone was 3.00mm x 4.50mm. The vasculature was severe in tortuosity. It was reported that non-medtronic catheter was used for better access. The pipeline device was stuck inside, and it was not able to release the pipeline in the landing zone. The pipeline was stuck during delivery before the distal coil exited the microcatheter. Many attempts were made to push and pull the pipeline and to reposition the microcatheter, but without success. The device was replaced by another manufacturer¿s device to complete the procedure. Post procedural angiography showed complete occlusion. No patient injury was reported as a result of the event. Evaluation of the returned device found that the distal hypotube was found stretched, with the ptfe shrink tubing still intact, and separated proximal to the bumper. In addition, the pushwire was found detached at the distal hypotube weld (solder joint). The distal segment of the pipeline flex pusher (resheathing pad/marker, braid, ptfe sleeves, distal marker, and tip coil) were found detached.